Event description:
It was reported that a balloon rupture occurred. Vascular access was obtained via the femoral artery. A percutaneous coronary intervention was performed on a 95% stenosed 4.0mm x 30mm, eccentric shape, in stent restenosed target lesion with a less than or equal to 45 degree bend, located in the mildly tortuous and mildly calcified left anterior descending artery (lad). A 4.00mm x 30.00mm agent drug coated balloon (dcb) was advanced to dilate the target lesion, but after one inflation, the balloon ruptured at 8 bar. The device was removed from the patient, and it was noticed that the balloon was leaking. The procedure was completed with another of the same device. No patient complications resulted in relation to this event, and the patient was reported to be stable following the procedure. It was further reported that the patient passed away due to cancer a few days prior to (B)(6) 2022.